Event description:
The facility reported a flo-gard infusion pump with a broken door. The event was reported to have occurred after delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual inspection as well as functional tests were performed on the device. The reported condition was confirmed and duplicated during product evaluation. The assignable root cause was determined to be cracks on the door latch/door handle area. The door assembly was replaced to correct the reported condition.